Manufacturer narrative:
The company representative observed that the system error log contained an electrical test failure code 65 (safety vent failure). He replaced the safety vent solenoid valve. He was not able to verify the reported autofill failures. In an unrelated repair, he replaced a glass pipette assembly that had a foggy appearance. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "system check failure" error message, autofill failure messages, and then it shut down. The pt was switched to another unit and therapy was continued. No pt injury was reported.